Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
This product has no registration number as it is not registered in the us.

Event description:
It was reported that patient underwent a revision surgery to replace an acetabular liner which was found to be dislocated on the post-op x-ray, immediately after surgery. Revision was performed on the same day and liner was replaced with xlpe liner.